Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had a pocket infection and the device was explanted. The product was discarded and will not be replaced. The cause of the issue was unknown. The issue was resolved at the time of the report. No further complications were reported.